Event description:
Surgeon advised that when he was predrilling during a proximal femur procedure on a young male, a few pieces of the 5.0mm cannulated drill bit broke off so he selected another 5.0mm cannulated drill bit and a few pieces of the second drill bit also broke off. Surgeon confirmed by x-ray that a few pieces of the drill bits remained in the pt's bone and concluded that the pieces were non-retrievable.

Manufacturer narrative:
Synthes is unable to determine a MFR date without a lot number. No eval could be made, no conclusion could be drawn as no device has been returned.